Event description:
A female was undergoing carotid artery and innominate artery stenting in the special procedure suite with the ge innova 4100, when the unit went down following three times following utility power fluctuations. The first outage was when the interventional radiologist was deploying the stent in the innominate artery. Dates of use: 2008. Diagnosis: carotid stenosis requiring stenting. Event abated after use stopped or reduced: yes.